Event description:
Customer reported being hospitalized for dka. It was reported that customer had flu prior to hospitalization. Troubleshooting was not performed due to prime/fill anomaly occuring on pump.